Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 434 mg/dl. Customer requested assistance with programming the insulin pump and was assisted customer with programming. Customer was able to successfully setup her insulin pump. Customer stated that her blood glucose was high because she has not had her insulin pump and took a manual injection to bring it down. The insulin pump will not be returned for analysis.